Manufacturer narrative:
Product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be investigated due to an unrelated issue. A review of the pump¿s black box revealed an occurrence of related alarms. Unrelated to the complaint, evaluation revealed that all keypad buttons were unresponsive. There was no evidence of keypad contamination found under the key contacts. A pump case crack was discovered; leak testing revealed a pump case leak. Moisture was observed behind the display lens. Moisture was observed on the pump¿s printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump alarmed for call service 078 multiple times in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.